Event description:
Was using CPAP machine and started getting sick, had to go to the ER several times. Started off with allergies, but it ended up being the CPAP machine that was to blame. Asthma got way worse, there was serious fatigue, coughing up blood, diagnosed with sarcoidosis and pneumonia. CPAP machine irritated eyes.